Manufacturer narrative:
After receiving this complaint, we were unable to search for other complaints because the lot number isn't available. We received an investigation from our subcontractor: the probable root cause of this issue was a problem with balloon's raw material. Checking the quality databases revealed this type of defect is known and closely monitored. A risk management file evaluation was performed and concluded that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user.

Event description:
According to additional available information, the balloon was tested before insertion and the catheterization route was urethral. A saline solution was used as the inflation fluid.

Event description:
According to the available catheter had fallen out due to a balloon burst. A catheter change was required. No other patient adverse events were reported.